Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels in the 400-500 mg/dl range with large ketone level identified as dangerous. Cause of bg level was unknown. Bg was treated by completing supply changes and administering manual injections. The customer was instructed to consult with the healthcare provider regarding bg level.